Event description:
It was reported on (B) (6) 2009, pt felt a burning sensation in ipg pocket even when stimulator is turned off. Pt's device also shuts off and sometimes stays off for weeks. When the stim turns off, the pt can increase the amplitude bars. Stim could not be turned on with magnet. Doctor did not take x-ray.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.